Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a low anterior resection of the rectum on (B)(6) 2016, the device was fired and none of the staples were formed correctly. The surgeon stated the device did not sound right when he fired the device. The device made a strange noise. There was unanticipated tissue loss. There was a delay in surgery more than 30 minutes, and the delay was not associated with any adverse events for the patient. No reinforcement material was used. The donuts were described as minimal. The staple line was fixed by resecting and restapling the suture line. Last know patient status: stable, the patient was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
Manufacturer reference: (B)(4). The device was returned on 07/05/2016.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was not received. A microscope examination of the device displayed nicks on the knife blade. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged knife, the reported condition was confirmed. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. Method code: (B)(4).

Manufacturer narrative:
Manufacture reference number: us201605-1619 implanted and explanted date added: (B)(6)2016.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Manufacture reference number: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.